Event description:
Philips received a complaint by the customer on the v60 indicating that the devices fan is running hot. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse cleaned the rear fan foam filter and respiratory supervisor ran a test for over 4 hours with no issues. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.